Manufacturer narrative:
This device is an obsolete product no longer marketed in the us or manufactured by b+l.

Event description:
The physician reports that he plans to explant a hydroview intraocular lens due to calcification of the lens. Additional information has been requested.